Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The reported issue could not be duplicated.

Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. On 08/05/2016 a medtronic representative, following-up at the site, reported that when they used the navigation system as usual after cranial registration, it was noticed that the monitor screen became black. They could not confirm the software task at the event. After the "incorrect reference" was displayed, they performed registration again. They did not switch the reference frames. They were actively navigating when the screens became black. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system monitor screen became black. The power was on when the issue occurred. In trouble-shooting, the site re-started the system, however, issue was not resolved. A site medical engineer shut-down the system, manually. When the navigation system was re-started, an error message incorrect reference was indicated, the system could not be advanced. The patient was re-registered and the procedure continued. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.